Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was not delivering a basal. Customer also reported differences in sensor glucose versus blood glucose readings. Customer stated that his blood glucose level had been above 400 mg/dl for some time. Blood glucose level at the time of the call was not provided. No further information was provided.